Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. Additionally h4 manufacture date was inadvertently left blank in previous submission and has been populated. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: (B)(4). Component code: (B)(4). Was this device serviced by a third party? No. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review. Review of trending data determined there were no trends for the product. Device history record review did not identify any non-conformance's or deviations with the complaint lots. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and indicates that the performance of the reagent lots is acceptable. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent was identified.

Event description:
The customer obtained a falsely elevated architect total b-hcg result. Sample 1 generated an initial result of 54.69 miu/ml and retest on a second architect 1.2 miu/ml. No impact to patient management was reported.